Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to operate within specification during testing. Evaluation found the device was passing downstream occlusion testing. A review of the event history log revealed downstream occlusion alarms. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the failed downstream occlusion test. The problem happened during testing in the biomed service department. There was no patient involvement. No additional information is available.